Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a cartridge blood line. Treatment had just started when the nurse identified the arterial clamp was not correctly attached to the arterial blood line. Treatment was stopped and the blood in the extracorporeal circuit was not returned to the patient.